Event description:
The report received from the qualrap indicated that a (B)(6) male patient reported not feeling well and underwent check up that revealed stent fracture approximately a year post initial stent placement. At the time of initial stent placement on (B)(6) /2011, the patient underwent deployment of two cypher select + to unknown vessels at (B)(6) university hospital (B)(6). Approximately one year later, the patient did not feel well and underwent check up that revealed stent fracture of previously implanted stents by the physician. It was reported that an unknown new stent was implanted. It was reported that the event was resolved. No additional information was provided from the site.

Manufacturer narrative:
Complaint conclusion: the report received indicated that a (B)(6) male patient suffered stent fracture approximately one year post initial stent placement. No past medical history has been available to date. At the time of initial stent placement on (B)(6) 2011, the patient underwent deployment of two cypher select + to unknown vessels at (B)(6) university hospital (B)(6). Approximately one year later, the patient did not feel well and underwent check up that revealed stent fracture of previously implanted stents by the physician. It was reported that an unknown new stent was implanted. It was reported that the event was resolved. No additional information was provided. The stents remain implanted thus unavailable for analysis. There was no sterile lot number information available thus no DHR could be performed. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. The cypher stent was implanted to treat instent stenosis of a previously placed stent. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2012-00441 and 9616099-2012-00442.